Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during therapeutic ureteroscopy procedure, that was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a loose connection in the output socket. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Regarding the additional malfunction found during the investigation, the most probable cause is cause traced to component failure. Olympus will continue to monitor field performance for this device.